Event description:
During an unspecified procedure, blood was found in the inflation device after inflation/deflation of the balloon. The physician had successfully inflated the nc ranger balloon to unknown atms. Upon deflation, blood was noted in the inflation device, indicating a balloon rupture. No patient injuries or complications were reported.